Manufacturer narrative:
E1 initial reporter address 1: (B)(6) middle school. Additional information: d4 lot number and expiration date; h4 device manufacture date.

Event description:
Synergy china registry. It was reported that the patient experienced stable angina pectoris. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. On the same day, the index procedure was performed. The target lesion was located in the first right posterolateral artery (rpl) with 95% stenosis and was 25 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted be 0%. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with stable angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Medication was given to treat the event. Seven days later, the subject was discharged from the hospital, and the event was considered to be recovering/resolving.

Event description:
Synergy china registry. It was reported that the patient experienced stable angina pectoris. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. On the same day, the index procedure was performed. The target lesion was located in the first right posterolateral artery (rpl) with 95% stenosis and was 25 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted be 0%. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with stable angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Medication was given to treat the event. Seven days later, the subject was discharged from the hospital, and the event was considered to be recovering/resolving.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).